Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a third party healthcare professional. X-ray review states that there is eccentric narrowing of the tibiofemoral space as noted consistent with polyethylene wear. Bone quality is osteopenic. There is no radiographic evidence of corrosion. Small areas of radiolucency along the femoral implant may reflect osteolysis without implant loosening. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: bmet arcom ap pat 3pst 34mm md: catalog#11-150842, lot#265060; max ilk ana open ps fmrl 70 lt moral: catalog#145173; lot#001150. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, approximately twenty (20) years post-implantation, the patient is being considered for a revision of the polyethylene bearing due to unknown complications. Due diligence is in progress for this event; to date no additional information has been reported.